Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. An advanced stapler log investigation shows a sureform 45 stapler instrument (part #480445-04, lot #t12230518-0501) was installed on the system 1 time and fired 1 white sureform 45 reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the patient experienced a postoperative staple line bleed where a white sureform 45 reload was fired with a sureform 45 stapler instrument. The initial da vinci assisted splenectomy procedure was completed robotically without any intraoperative complications. The patient was noted to be very cachectic and is a jehovah witness; therefore, a blood transfusion was not an option. During the stapling process with a sureform 45 stapler instrument, a white sureform 45 reload was used to transect the splenic vein. The firing sequence was completed with no error messages, pauses for compression, or complications. The staple line looked fully complete although a small amount of oozing was observed from the staple line. A vessel sealer extend (vse) instrument was utilized to cauterize the oozing site. No further bleeding events occurred intraoperatively. The patient was transferred to post anesthesia care unit (pacu) and was stable. Within 30 minutes, the patient became tachycardic and pain increased. The patient was taken immediately for a computed tomography (CT) angiogram. The CT scan showed active bleeding around the operative site, specifically the location of the staple line. The patient was then taken to interventional radiology (ir) where the bleeding was coiled, specifically the splenic artery and the right gastroepiploic. This repaired the bleeding with an estimated blood loss of 1 liter. The patient remained hospitalized for one week for chronic pain management, and fevers from the hematoma. The patient was not take back to the operating room for a washout as the surgeon did not want to cause additional bleeding given the patient's religious status and health factors. The patient is recovering well with no complications after discharge.